Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that the inner hex of the blocker was worn. The surgeon tried to set and inserted into the head of the screw and the blocker was broken. The broken blocker could not be removed from the screw head, so it was remained in the screw head.